Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and was not detected on bus. The customer tried to reboot, but the problem was not resolved. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 main failed with not on bus. A field service engineer (fse) found trays b and c were grayed out, reseated the connections to the controllers, powered up and was able to recover failed pocket. The system functioned as intended after the field service engineer repaired the device.